Event description:
It was reported that after unpacking a 3.5x23 rx xience xpedition stent delivery system (sds) without issue, the sds was advanced into a non-abbott guide catheter extension device for treatment of a lesion in the non-tortuous proximal left anterior descending coronary artery. However, during the advancement, resistance was felt against the distal, tapered end of the guide catheter extension device and, though no force was applied, the rx xience xpedition stent dislodged proximally onto the distal shaft. The sds and guide catheter extension device with stent were all withdrawn from the anatomy as a single unit without issue. Another rx xience xpedition was used successfully with the same guide catheter extension device to treat the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: other: vascular solutions v2 guideliner guide catheter extension device. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The difficult to position/guide catheter extension resistance could not be replicated due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.